Manufacturer narrative:
The insulin pump had no button response on up arrow button due to unlocked keypad flex connector on lcd board. Device had minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump is not responding. Customer was at work trying to deliver a bolus when she noticed the keypad issue. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.